Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultralink and one touch ultramini meters were reading inaccurately high compared to another device and his feelings. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter, since this medical surveillance specialist was unable to reach the reporter by phone to obtain additional information. The patient's mother reported that on (B)(6) 2011 at approximately 4:00am, the patient's significant other was woken up when the patient "kicked her". The reporter stated the patient was incoherent and when his blood glucose was tested with one of his 3 meters (specific meter not known) they obtained a low reading (result not recalled) and they attempted to treat patient with jelly and contacted emergency services. The patient's mother claimed the patient's blood glucose was "28 mg/dl" when tested with the ems meter, was taken to the emergency room and treated with IV glucose. Later that morning the patient was discharged from the ER. The patient's mother stated that prior to the incident the patient had tested on the evening of (B)(6) 2011 before going to bed. The reporter did not know what meter the patient tested with or what reading was obtained, but stated the patient administered an unspecified amount of insulin based on the meter reading. On the afternoon of (B)(6) 2011, the patient's mother stated the patient tested several times. On one occasion, the patient reportedly obtained a result in the "500 mg/dl" range with one of the subject meters, administered insulin based on the meter reading (on sliding scale) and sometime afterwards felt weak; which he associated with a low glucose. In response to the symptom, the patient stated he tested with all 3 of his meters and obtained readings of "494 mg/dl" with his onetouch ultralink, "513 mg/dl" with his onetouch ultramini meterband "33 mg/dl" on his onetouch ultra meter. The reporter stated the patient treated himself with food and/or drink in response to the symptom and low result and felt better afterwards. Based on statistical methodology, the calculated difference of these glucose results (subject meters vs ot ultra) exceeds the expected value of <=30% and/or 30 mg/dl. At the time of the call, the reporter did not have all the testing supplies available to perform a control solution test on the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claimed the patient developed symptoms suggestive of a serious injury after obtaining alleged inaccurate results with the subject meters.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510k # is k073231.